Event description:
It was reported that a female who underwent a breast augmentation primary with a mentor smooth round moderate plus profile, 550cc saline breast implant experienced right-sided deflation postoperatively. The issue was diagnosed through physical examination. As a result, patient underwent unilateral removal without replacement on (B)(6) 2022.

Manufacturer narrative:
Suspect device received on (B)(6) 2022, device evaluation completed on (B)(6) 2022: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection, microscopic examination, and thickness measurement of the returned device. Visual analysis of the returned sample revealed that the sm mpps dv 550cc breast implant was found to have a tear on the anterior view, measuring approximately 2.0 cm. Microscopic examination was performed and the cause of the deflation could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).